Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial = 1.4 repeat = 3.4. Pt self tester's therapeutic range is 2.0-3.0. Initial test and repeat test were performed within 10 minutes. Technical service rep advised physician consult regarding potential interferences (painkillers and new medication) and to discuss possible lab comparison to inratio meter.

Manufacturer narrative:
Investigation pending.